Manufacturer narrative:
Correction: product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet, a missing set screw, and a damaged set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to get the setscrew of the atrial lead port of the implantable pulse generator (ipg) header to secure/tighten. The physician stated the setscrew was crooked. The device was not used and an alternative device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.